Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material stuck in biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for investigation. A third-party distributor evaluation was received instead. Based on the results of the investigations, the suggested event, ¿foreign material adhered to/stuck the biopsy channel,¿, was confirmed. Therefore, the device did not meet its specifications nor function. It could not be specified what the foreign material was although a piece of syringe was found stuck in ks mouthpiece. The root cause of the remaining foreign material could not be identified. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). No futher information could be obtained. It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. Recommended repairs will entail a complete overhaul of the instrument. Connector unit will be serviced, and all worn/damaged parts replaced. Unit to be checked and cleaned. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.